Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 3:00am after the end user received a glucose reading of 438 mg/dl from the prodigy diabetes glucose meter. There were no symptoms associated with the medical event but the paramedics were called due to the high reading. The paramedics performed a blood glucose test with their meter with a result of 211 mg/dl and administered IV fluids. The end user was transported to the ER and upon arrival her blood glucose was 143 mg/dl. Additional IV fluids were administered and after several hours in the ER the end user was discharged and instructed to follow-up with her pcp. No additional information was provided in relations to this medical event.